Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( damaged te pad/sensing electrode) was isolated to the electrode belt¿s pulse wire being broken in the trunk cable causing the electrodes to be non-functional. The root cause for broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt has damaged te pad/sensing electrode.